Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was inspected, there were no physical abnormalities on the device surface or interior. The unit was then powered up, burned in for nearly a full hour, and then turned off and on several times ¿ no error message was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during the receipt inspection of his olympus evis exera iii video system center, it was discovered that the unit was displaying a b40 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.